Event description:
Complainant alleged that during biomed testing, the device gave a "no shock advised" prompt for a rhythm biomed believed was shockable. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
The device has been received, and a follow-up report will be submitted when the investigation is completed.